Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 24 x 2.75 promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The physician then used a non-bsc extension catheter in attempt to cross the device, but it was noted that the stent strut was lifted. The procedure was completed with another 2.75 promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the product mandrel inserted. No kinks or damage were noticed along the hypotube profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the device found the device was returned with distal stent damage. Struts on the most distal row were misaligned and slightly pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. No kinks or damage were noticed along the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 24 x 2.75 promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The physician then used a non-bsc extension catheter in attempt to cross the device, but it was noted that the stent strut was lifted. The procedure was completed with another 2.75 promus premier¿ stent. No patient complications were reported and the patient's status was good.